Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. It is reported that he customer is completely dissatisfied with the quality of the optilene. The patient described an unpleasant/uncomfortable feeling of thread remaining inside the tissue. Furthermore redness was detected at the punctured area.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Remarks: as stated in the instructions for use of the product, upon the employment of optilene®, the suture elicits a mild acute inflammatory reaction in the tissue followed by an encapsulation of the suture by fibrous connective tissue. On the other hand, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.